Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during cholecystectomy procedure, the clip was unformed. Another device was used to complete the case. There was no adverse consequence to the patient.